Event description:
The user facility reported that the 71-year-old female patient on impella 5.5 support had occlusion of distal intradural vertebral artery. No real deficit except for slow recall on some words. It was managed by anticoagulation therapy and closely monitored. Additionally, the impella was repositioned as the patient was having some non-sustained ventricular tachycardia (vt). The team switched to dopamine. The patient also had some bigeminy and atrial fibrillation while on impella support. The patient was successfully weaned and explanted.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Manufacturer narrative:
The investigation of stroke/cva, positioning issues, and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.